Event description:
It was reported the upcoming elective replacement indicator (eri) and end of service (eos) event was missed. Hcp was doing a refill on (B)(6) 2013 and saw the eos alarm. The patient was last seen (B)(6) 2013 and at that time the elective replacement indicator (eri) was two months. Hcp thought the pump stopped then. Hcp had not planned to replace the pump due to the patient¿s chronic medical condition of dementia and psychosis. For years the patient has not had pain but was difficult to assess due to her medical condition. Early in the therapy she had responded well to the pump therapy. The patient was very sleepy and does not respond well which was not new for the patient. The patient was not weaned from the pain drug. The eri occurred (B)(6) 2013 and eos occurred (B)(6) 2013. Ninety days had elapsed since eri occurred to eos occurrence. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).